Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from germany that inspection of the controller during a clinic visit revealed a defect on power port 2. The controller was exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The two batteries were returned on 09-22-2015. Two batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to stuck retractable locking mechanisms on the cable connector. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection due to a loose power port connector on ports 1 and 2. The confirmed malfunction is related to the reported event. The most likely root causes of the battery connector defects can be attributed to a seized retractable locking mechanism. The reported defect of the controller's power port can be attributed to a loose connector. A possible root cause for the loose connector can be attributed to a shift in the manufacturing process. (B)(4) - battery / catalog number 1650de / expiration date 2015-03-31. UDI #: n/a; if remedial action initiated, check type: notification; if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-1607-2014; method: actual device evaluated; interoperability evaluation; 3372 - analysis of data log(s). Result: mechanical problem conclusion: quality system deficiency. (B)(4) - battery / catalog number 1650de / expiration date 2015-03-31. UDI #: n/a; if remedial action initiated, check type: notification; if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-1607-2014; method: actual device evaluated; interoperability evaluation; analysis of data log(s). Result: mechanical problem. Conclusion: quality system deficiency. Heartware has opened an internal investigation to address this issue. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.